Event description:
Nurse reported that the machine was not working correctly and the doctor blistered a patient. She said that patient was not seriously injured, they just received a little mark. Doctor reported that the laser was beeping and making noises he wasn't accustomed to.